Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a blown fuse, however the cause of this could not be determined. The returned device was archived by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device battery would not power on the device. Other batteries worked properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device battery would not power on the device. Other batteries worked properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device battery would not power on the device. Other batteries worked properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.